Event description:
Additional information received reported the cause of the event was an MRI, it was noted an MRI was attempted (B)(6) 2012 and completed on (B)(6) 2012. No surgical interventions were required and the patient was not hospitalized due to the event. No patient injury was reported. The device system was used to deliver morphine, 13 mg/day at a concentration of 13.3 mg/ml, marcaine, 14 mg/day at a concentration of 15mg/ml, and clonidine, 30 mg/day at a concentration of 323 mg/ml.

Event description:
Additional information received per physician, reported that the catheter was not plugged. The MRI was confirmed and performed on (B)(6) 2012, however no granuloma or mass was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was getting plugged up. An MRI was being performed to rule out granuloma as of the date of this report. Patient had experienced lower back pain and leg pain. It was added that patient had pain since 1975 but it had progressively gotten worse. Healthcare provider (hcp) was trying to rule out inflammatory mass as the cause of the patient's symptoms. It was later reported that that there was as a confirmed motor stall in attention dialogue box. It was later reported on (B)(6) 2012 that patient had another MRI. Pump event logs showed both motor stalls and recoveries in logs due to MRI. The reason for MRI was indicated as patient had had increase in pain and "pump hadn't been effective (unknown since when)". It was also added that the hcp wanted to rule out granuloma before increasing medication. Drugs delivered via the device were morphine, hydromorphone, clonidine, and marcaine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8703w, lot# l52355, implanted: 1998-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).